Event description:
A customer reported their meter did not turn on when the button was pressed and when a test strip was inserted into the port. Due to meter not turning on for a month, the customer reported experiencing blurred vision and having a sore on their leg as a result of hyperglycemia. The customer reported taking their regular diabetes medications. Additionally, the customer was reportedly treated by a healthcare professional with insulin and an unk saline medication. It is unk the customer's medical diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be submitted if the meter is returned. The customer reported they did not install new batteries on the meter. Adc customer svc educated the customer to replace them.